Event description:
A customer in (B)(6) notified biomérieux of an instrument anomaly associated with virtuo bact/alert® virtuo unit a (reference 411660). The customer reported observing an error message "instrument_change - bottle under test was moved to a new location creating a false negative risk. Reload bottle and perform gram stain and subculture. [Dracula]" however, the customer cannot find any traces of the bottles in dracula. The bottles concerned are as follows: (B)(4). Bottles were subcultured after getting the final result negative. The subculture was negative. Results were delayed by two (2) days. There is no indication or report from the laboratory or physician that the delayed result led to any adverse event related to a patient's state of health. An internal biomérieux investigation will be initiated.

Manufacturer narrative:
An internal biomérieux investigation was performed with results as follows: the customer contacted biomérieux regarding a myla error message on five (5) bottles that displayed: "instrument_change- bottle under test was moved to a new location creating a false negative risk. Reload bottle and perform gram stain and subculture." However, the customer was not able to locate the bottles that were moved to the new location. The customer received the error message due to reloading of the bottles across different bact/alert® virtuo® in the multi instance site configuration. Reloading of bottles across different banks is not supported in the multi instance site configuration of bact/alert ®virtuo®. The only configuration that allows bottles to be reloaded across different banks is the primary/secondary site configuration. The root cause was identified as operator error. Bottles cannot be reloaded across different instrument banks in the multi-instance site configuration while under test. Bottle readings are not transferred to another bank with the multi-instance site configuration. The customer was referred to customer communication for multi-instance 514957-1en1-a as the preventive/corrective action.